Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulator was going straight to the shoulder bone. The patient stated it hurt so bad they stopped using the stimulation. The patient was having surgery on (B)(6) 2019 to have the stimulator and wires revised to help with the shoulder pain. The patient wanted to get a manufacturer representative to check the device before getting it replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were still experiencing pain in their right shoulder and had memory issues. The patient stated that they tried the programmer, but it caused them more pain to use it, so they were not using it. The patient mentioned that they were instructed to have physical therapy but felt that it would not improve their situation. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-06. It was reported that patient still has pain in the muscles behind her neck. The patient confirmed that stimulation was to help with stim in her neck but now is down to her shoulder. The patient reported she is not sure if the reason the stimulation is in thewrong location is why she hurts. The patient will contact her healthcare provider (hcp) to see if system can be programmed to the neck area again. The patient inquired why the stimulation has moved and why she is hurting. Patient reported that since her surgery the hcp went in and fused the plate to the disk. The patient stated that since surgery, her collarbone is huge and it hurts. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation was going straight to the patient's shoulder, that it had dropped, instead of to their neck. The patient said this started after they had surgery that was not related to the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had surgery around their collar bone and now their shoulder bone dropped one inch. The patient stated that their stimulator is now uncomfortable when it is turned on. It was suggested that the patient reach out to their physician. No further complications were reported or anticipated.